Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she underwent two correction revision surgeries due to erosion into her bladder and underwent removal surgery on unknown dates. It was reported that the patient experienced undisclosed adverse event. Other procedure is captured in a separate file. No additional information was provided.